Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging an issue with the one touch verio iq meter reverting to setup mode. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013 at 1:30 p. M. The patient manages his diabetes with oral medication (metformin), diet, and exercise and stated he continued with his usual dose of medication (metformin, 500 mg) in response to the alleged issue. The patient reported, 15 minutes after the alleged issue occurred, he developed symptoms of ¿shaking and sweating.¿ the patient denied receiving any medical treatment. At the time of troubleshooting, the customer care advocate (cca) documented that this was the first time the patient used the subject meter, and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.